Manufacturer narrative:
One smiths medical fluid warmer was returned for analysis with damaged enclosure, tank cover, front cover, 390 block, pole clamp and line cord. During analysis, tank was filled with water, attached temperature check, plugged in line cord, and turned on power switch, and the reported issue was confirmed. A damaged 390 block was noted on the main section and was the cause of the reported problem. Service replaced the main, left, and right pieces of the block to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be a damaged 390 block (main section).

Event description:
Information was received indicating that a smiths medical fluid warmer was noted to be leaking. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.